Manufacturer narrative:
The returned device was evaluated and the soft cannula was observed to be damaged. Due to the damage, fluid was unable to pass through the entire fluid path and out the distal tip of the soft cannula. The timing and cause of this damage is unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 491 mg/dl. The pod was worn between 36 and 48 hours on the hip/buttocks. Hyperglycemia treated with a new pod.